Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s family member reported they had charged the ins a long time the previous night and gave up after it was ¾ full because it was getting late and the patient¿s right arm/hand was ¿all over the place¿. The family member stated that last night the patient had all 8 coupling boxes full while this morning they are ¿all white¿. They also mentioned that the ins was almost full with the completion of the charge and that the charge level was getting low fast. The family member was confused as to why they were having this problem. It was noted the patient cannot control anything because they had a tremor on their left hand and ¿does not have a device for¿. Right now the patient their right hand was all over the place. In addition, the family member reported they had ¿notices that take about one to two day to know the ins charge level gets low¿. When the programmer was synchronized to the ins to determine its status, it was determined the stimulation was off. The stimulation was then able to be turned back on which resolved the issue. The family member was also able to, through positioning the recharger antenna, get 6-8 coupling boxes which resolved the coupling issue. The family member wanted to know why the ins was turning off and it was reviewed that when the ins was allowed to deplete all the way it will cause it to turn off until they charge it back up a little bit where it could be turned on manually. It was reviewed they may have to charge more frequently. The family member stated that it was confusing for them since they are a ¿senior¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was charging for too long and they had poor coupling the last couple weeks. The poor coupling (4 bars or less) was resolved (6-8 bars) by repositioning the antenna. It was noted the patient sits for as long as an hour, but it won't charge to full. It was also noted the patient had adhesive discs. The patient allegedly used to be able to charge to full in that amount of time. It was also noted the patient¿s tremor was getting worse. The ins battery showed it was almost empty, but the ins icon still showed the lightning bolt. Additional information was received three days later. The patient woke up the day prior to this secondary report with their arm ¿all over the place and [they couldn't] even stop it.¿ actions taken included trying to charge for three hours, but they never got past 75% full. It was noted the ins was almost empty prior to charging. Stimulation was off at the time of this report. Stimulation was turned on and the symptoms were resolved. The ins was at 75% full at the time of this report. No further complications are anticipated.